Event description:
It was reported that the patient's blood glucose (bg) level rose to 400 mg/dl within 4 and 24 hours of wearing a new pod. The patient¿s mother reported manual insulin was injected and the levels decreased to 140mg/dl but then began to rise again. The pod was removed, and the mother stated the cannula was not inserted into the skin, and the adhesive was wet with an odor of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula not sure properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the needle mechanism and cannula fully deployed. The investigation found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the fluid path components found the soft cannula to be shortened and torn in the unexposed portion of the soft cannula. The fluid was found to leak from the tear in the unexposed portion, however no internal corrosion or evidence of fluid contact was observed inside the device. The inspection of the cannula subassembly found the formed needle to be bent, and there was damage observed on the bottom housing of the pod. The investigation of the pod and the download data from the pod indicated that the damaged housing did not affect the functionality. It could not be determined when the damage to the components occurred and if it contributed to the reported event.